Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 640 mg/dl. Troubleshooting was performed. The prime test passed. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.